Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after they release the device's button, the pencil continues to activate. There was no patient injury.